Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left anterior descending (lad). The lesion was predilated with a 2.5x15mm maverick balloon. The 2.75x28 promus element stent was then advanced but was unable to cross the lesion. Upon removal of the device damage to the end of the stent was noted. The lesion was dilated again with a 2.75x15mm maverick balloon and a 2.5x28mm promus element stent was deployed in the mid lad. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesion was located in the left anterior descending (lad). The lesion was predilated with a 2.5x15mm maverick balloon. The 2.75x28 promus element stent was then advanced but was unable to cross the lesion. Upon removal of the device damage to the end of the stent was noted. The lesion was dilated again with a 2.75x15mm maverick balloon and a 2.5x28mm promus element stent was deployed in the mid lad. There were no patient complications reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination found no issues with the device. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).